Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right atrial (ra) lead and right ventricular (rv) lead. The noise was oversensed on both channels and led to pacing inhibition, but not asystole greater than 2 seconds. Although the patient is dependent, they were not symptomatic. The noise could be reproduced in clinic with isometrics and had increased in frequency over the last 6 months. A revision procedure was then scheduled and the entire system was removed and replaced. No additional adverse patient effects were reported.